Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was not returned to olympus for evaluation, therefore the complaint could not be confirmed. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the observed failure is a known phenomenon likely resulting from moving the device in excessive range of motion through possible forced motion. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): " do not remove the distal portion from the kidney until fluoroscopically verifying that the deflecting segments are not deflected as forced hyperflexion can damage the instrument or disable the scope from returning to the undeflected position." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that upon initial use of the device, it leaked during a demonstration. There was no patient involvement reported.